Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer tried a new battery but that did not solve the issue. The blood glucose meter was not communicating with the insulin pump, so the customer had to input their blood glucose reading manually. When the customer pressed the buttons, the numbers kept ramping up all the way to 500 and started over again. The customer's blood glucose was 314 mg/dl. The customer disconnected the insulin pump from their body and treated with manual injection of 6 units of insulin. The customer stated that they went to the beach, didn't swim, were not in direct sunlight, and may have dropped the insulin 2 days prior to the phone call. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.